Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. No additional information could be provided by the customer. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.